Event description:
Patient is a home peritoneal dialysis patient. Patient's catheter was leaking where the catheter connector meets with the transfer set. This is the second incident this patient has encountered and the third such incident with these catheters. All three of these incidents were reported to manufacturer. The first incident reported august last year, the second incident reported dec 09 was given a verbal report that was caused from misuse of equipment. (B) (6) 2010 incident with same brand of catheters where catheter broke at connector site, this is the second such incident with this brand of catheter. April 2010 received follow up letter from manufacturer after requesting. Dates of use: (B) (6) 2009-(B) (6) 2010 (currently using). Diagnosis or reason for use: peritoneal dialysis. Event reappeared after reintroduction: yes.